Event description:
At the patient's one-year follow-up visit, the patient reported that the device had stopped working and had not run therapy since (B)(6) 2024. The clinical specialist troubleshot the issue with the patient and confirmed that the right electrode showed out-of-range/high-impedance failure. The doctor and the patient have decided to schedule revision surgery to replace the right lead. The device was turned off while waiting for the revision surgery. At the revision surgery, the right lead was removed completely, and a new lead was placed with no complications. There was no report of patient harm or injury. Following the lead revision, the reactiv8 system was activated by programming the reactiv8 ipg (implantable pulse generator) to allow the patient to initiate bilateral stimulation.

Manufacturer narrative:
Mml reference #: (B)(4).

Manufacturer narrative:
Mml reference #: (B)(4). Although requested, the removed part will not be returned for analysis. The alleged malfunction cannot be verified. The device manufacturing record was reviewed, and no nonconformances were found. Complete patient demographic information was requested but was not available. Review of the post-initial implant images revealed improper strain relief loop performed by the implanting surgeon. The new implanted lead has the correct strain relief loop. Updated h6.

Event description:
At the patient's one-year follow-up visit, the patient reported that the device had stopped working and had not run therapy since (B)(6) 2024. The clinical specialist troubleshot the issue with the patient and confirmed that the right electrode showed out-of-range/high-impedance failure. The doctor and the patient have decided to schedule revision surgery to replace the right lead. The device was turned off while waiting for the revision surgery. At the revision surgery, the right lead was removed completely, and a new lead was placed with no complications. There was no report of patient harm or injury. Following the lead revision, the reactiv8 system was activated by programming the reactiv8 ipg (implantable pulse generator) to allow the patient to initiate bilateral stimulation.

Manufacturer narrative:
Mml reference #:(B)(4). Although requested, the removed part will not be returned for analysis. The alleged malfunction cannot be verified. The device manufacturing record was reviewed, and no nonconformances were found. Complete patient demographic information was requested but was not available. Updated h6.

Event description:
At the patient's one-year follow-up visit, the patient reported that the device had stopped working and had not run therapy since (B)(6) 2024. The clinical specialist troubleshot the issue with the patient and confirmed that the right electrode showed out-of-range/high-impedance failure. The doctor and the patient have decided to schedule revision surgery to replace the right lead. The device was turned off while waiting for the revision surgery. At the revision surgery, the right lead was removed completely, and a new lead was placed with no complications. There was no report of patient harm or injury. Following the lead revision, the reactiv8 system was activated by programming the reactiv8 ipg (implantable pulse generator) to allow the patient to initiate bilateral stimulation.